Manufacturer narrative:
Further information was requested but has not been received.

Event description:
It was reported that the patient¿s pacemaker exhibited inability to program. No patient condition or additional information was reported.